Event description:
Argon beam coagulator malfunctioned when attempted to use during laparoscopic surgery. Bio-med determined that it was the conmed corporation thermagard plus abc dual dispersive electrode that failed. New lot number pads used and machine functioned properly. No direct injury to pt other than the procedure converted from laparoscopic to open without complications.